Manufacturer narrative:
Results: two units were received for evaluation. Visual inspections of the returned unit confirmed the presence of foreign matter on the shaft of the needle for one of the units. Ftir testing was performed and the foreign was identified as epoxy, which is used to bind the needle and the needle hub. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusion: bd was able to confirm the customer's indicated failure mode based on the returned samples. (B)(4).

Event description:
White foreign matter was found attached to the 18ga x 1 1/2 inch bd¿ blunt filter needle.